Manufacturer narrative:
No device identifiers are available and the devices remain implanted in the patients and are not available for evaluation. No additional information is forthcoming. Iritis is listed in the device labeling as a potential adverse event. The postmarket incidence of iritis is significantly below the labeled rate. Manufacturer reference #: (B)(4).

Event description:
A surgeon provided the following feedback to ivantis regarding his experience with the hydrus microstent. He reported that his hydrus patients seemed to have more low grade iritis when comparing with other migs procedures and requiring more steroids than usual postoperatively to either calm the iritis or reduce patient discomfort; one patient required a periocular steroid injection. All his patients were managed successfully and have no lingering significant issues. The reporter declined to provide further event details or patient follow-up, so no additional information is expected.